Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed sample was received in used conditions with its certificate of safe handling. Customer?s reported issue was confirmed. During the verification, 32 assemblies were reviewed to see the complete manufacturing process of the air way and balloon. It was observed that once the units were assembling and cure, they were inflated with air and visually inspected 100% to see that the cuff inflated uniformly. The root cause of the reported issue was not determined. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. Actions taken to mitigate the reported issue: as a preventive action manufacturing personnel was notified by the quality engineer, as awareness of the failure mode reported by the customer.

Event description:
It was reported that two tracheostomy tubes were found to be damaged in different locations. The damage that was found was to the cuff. No patient injury reported.